Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet device, after which the connection automatically reestablished when the user unlocked the ilet. No adverse clinical symptoms reported. Outcomes included no impact to health and no medical intervention. User support included customer service troubleshooting and education about monitoring for recurrent disconnections. Investigation of this case revealed an intermittent communication loss between the cgm sensor and the ilet that resolved without intervention, consistent with transient signal disruption. It was concluded, based on previously established findings for similar reports, that the cause was temporary communication interference.